Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional fractured during cleaning.

Manufacturer narrative:
Persona articular surface provisional ( ps tasp) right bottom was returned with the complaint for investigation. Visual and photo inspection confirmed that the post of the returned device has fractured into two pieces and has some type of cosmetic damage (nicks/gouges/dents/scratches). This lot has been in the field for more than two years and 4 months. It is unknown for how many times the device was used. It was reported by the sales representative that there was no harm to the patient. This is a known issue which has been investigated through corrective actions. This device is used for treatment. Visual inspection confirmed that the post of the returned device has fractured into two pieces and has some type of cosmetic damage (nicks/gouges/dents/scratches). This particular device is listed in the aggregate tasp scope list associated with corrective actions. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the root cause can be said to be a previously addressed design issue. This device was considered to have left zimmer biomet conforming because it had a potential field life of more than two years and 4 months when it broke.